Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that fluoro was not possible. After reviewing log file, fse found the cause of the problem was can communication lost between host pc and generator. Fse replaced a new cube battery. After the replacement of the cube battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.